Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the nail cap inserter was slightly bent and the nail cap had considerable wear.